Manufacturer narrative:
The excor blood pump, s/n: (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6)2020. We have reviewed the production records of the excor blood pump, s/n: (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer, and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the excor blood pump of a patient supported in the lvad configuration. The clinic reported that they found blood in the air chamber. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
The initial visual examination of the returned blood pump did not reveal any cushion formation between the membranes. Blood deposits could be detected between the membrane interstices, in the air-chamber and in the driving tube, confirming the customer complaint. For further examination, a CT scan was performed of the uncleaned blood pump as received at berlin heart. Due to the condition of the uncleaned pump the resolution in the initial CT scan was very low. The blood pump was cleaned, and a second CT scan was performed. The CT images showed micro-leakages in all membrane layers on different locations in each layer. The blood pump was then tested for functional performance, where it did not reach its required functional performance. No air leakage was observed into the blood chamber during normal pumping parameters. The blood pump was air-tight under normal pumping parameters. After the performance test, air was pumped into the air-chamber by continuously increasing the pressure until blood foam could be detected on the blood-side layer of the triple layer membrane. This pressure was much higher than the normal operating pressure of the pump. The pump was then disassembled so that the membrane layers could be individually inspected. A leakage was detected in the blood-side layer. Two leakages were detected in the middle layer and two in the air-side layer. All these defects are in different places of each membrane that won't coincided each other. The membrane thickness of all the three membrane layers was re-measured. At all measuring points the thickness values could be confirmed as at the time of production. The measurement in the area of leakage in the blood-side membrane showed also that the thickness profile of this layer was not homogeneous. At the time of the re-measurement in the blood-side membrane in the area of leakage and at two defined measuring points showed that the thickness profile of this layer was found not to be homogeneous anymore. The cause of the middle and air side membrane defects was most likely the graphite particles that formed due to an abrasion between the layers. The resulting graphite agglomerates led caused increased friction between the membranes, which finally led to the defects of the individual membranes. The leakage in the blood side layer was likely due to an inhomogeneity of the membrane thickness in the area of leakage. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations. The clinic did not report any decrease in pump performance, therefore we believe that the pump performed as intended at the time of the complaint. Therefore, most likely the defects must have originated with a micro leakage in the blood-side layer of the triple layer membrane, which could have been detected through the blood that can be seen around the pump. IFU warns clinicians to check the blood pump every 4 hours for functionality and possible membrane defects, early detection could have avoided breach of other membrane layers.